Manufacturer narrative:
Investigation pending.

Event description:
Customer reported false positive apap results when testing one pt urine sample with their new lot of product against a previous lot. The current lot gave consistent positive apap results and the previous lot gave consistent negative apap results on tow consecutive runs side by side. Previously this sample was labeled as +opi, +thc which was reproduced on all of the tests on both lots. Diagnostics and medication for this pt are not available at this time. The external controls ran normal results with both negative and positive. Technical service rep follow up with the customer who indicated the sample was used as a 'standard' to test for lot to lot variability. No pt info is available.